Event description:
It was reported that the pump module infused too quickly. There was patient involvement but no harm. Bd performed the investigation of the devices returned by the customer. It was found that the root cause of the complaint of over infusion was not identified; however, the use of unapproved third-party parts was likely a contributing factor. The third-party part was manufactured by elite biomedical. Elite biomedical, (B)(4). FDA safety report ID # (B)(4).